Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed in (B)(6) 2011 (the exact date is unknown). According to the complainant, in (B)(6) 2011 (exact date is unknown) the j-tube became kinked. The physician manually removed the kink in the tube. The patient was hospitalized from (B)(6) to resolve the issue and for post monitoring. This j-tube remains implanted. The patient's condition at the conclusion of the procedure was reported to be alright.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.